Event description:
The lay user/patient's reporter contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Manufacturer narrative:
The 510 (k) is k073231.